Event description:
After using the circon resectoscope for only a few minutes (for resection of a large bladder tumor), the physician stated that the disposable loop used with the resectoscope appeared to be weakening to a point of breaking off completely. Physician withdrew the resectoscope from the bladder before this occurred. No harm to patient. Physician was concerned that the loop could have broken inside of the bladder.